Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0x8w4, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
It was reported that the patient had shooting pain. Implant was on the right side upper part of buttocks. Patient reports her daughter hugged her around the incision area of implant and about 5 inches below the implant she started to have "shooting pain" like "bee sting" and then it goes numb. The healthcare provider thinks she may need to change the setting. Patient services assisted patient with changing setting from program 3 at 0.8 volts to program 4 at 1.0 volts. The patient said she was not feeling shooting pain after she changed setting or stimulation. The neurostimulator was for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stimulation.